Event description:
Male patient underwent aquablation procedure. Patient was brought back to the or for cauterization to address post-op bleeding. The treating physician attributed the post-op bleeding to a nurse asking the patient to get off his bed and stand with the irrigation running and catheter tensioning device in-situ when the nurse was changing his bed. It was noted after this the catheter color had changed. The treating physician reported the patient was doing fine and no further sequelae was reported.

Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00152, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which found one (1) other similar event was reported on lot number 18c00152. The aquabeam system instructions for use (IFU), ifu310301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.